Manufacturer narrative:
Additional information was received on (b)(6)2026. The section where the issue was observed was the hemostatic valve. The hemostatic valve dislodged inside the hub. The brim cap did not detach from the sheath. The hub did not detach from the sheath. No reflux.Therefore, updated "H6. Medical Device Problem Code" from Fluid/Blood Leak ((b)(6)) to Material Separation ((b)(6)). If additional information is received regarding this event, a supplemental 3500A report will be submitted to the FDA.Manufacturer's Reference Number: (b)(4)